Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that the pocket revision request was sent to the patient¿s insurance on (B)(6) 2017. The rep reported that the patient was getting good coverage with his system at the time of the report but reported that the ultimate plan was to revise. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a consumer clarifying their previous lead issue stating that the wire broke in two. This occurred 6 months after implant ((B)(6) 2016). The lead replacement was performed on (B)(6) 2017. The patient inquired about the analysis letter. Another analysis letter was sent. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Analysis of the lead ((B)(4)) found that conductors #8 - #15 were broken 11.9cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient is scheduled with their healthcare provider (hcp) on monday for a possible revision. The patient called the rep yesterday and stated that their programmer read out of range. The patient was instructed to leave the scs off until they see the hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. The patient contacted the rep because they had fallen and their pain relief changed. The rep reported the patient had multiple falls (timeframe was not given in report) and the patient contacted rep because they were not getting as much pain relief and the ins in the hip area was moving around (timeframe unknown). The rep met the patient on (B)(6) 2017 and found high impedance; contacts 10, 13-15 all showed >10000 ohms. The rep reprogrammed around the impedances, as well as instructed patient to see their hcp (health care professional) for consultation about the ins movement/impedance issues. The rep was able to get good coverage around the contacts that were out of range, and patient reported good therapy. The patient met with the rep again on (B)(6) 2017 for reprogramming and impedance testing revealed multiple contacts that had high impedance on the bottom right of the paddle lead; device was reprogrammed using other contacts, and the patient then received good pain relief. The patient did not want surgery due to out of pocket expenses. The rep did not know if the issue was resolved but planned to follow-up with more information. The consumer was concerned that they lost 4 "leads" out of the "generator" up to the back around the first of the year. Patient reported the reprogramming around "leads" and they were worried they are going to run out of "leads". It was clarified that the patient meant electrodes and not leads. The patient thought the ins movement may be causing the problem with the electrodes, and the generator felt different every once in a while. Patient requested warranty information which was reviewed, and patient was advised to follow-up with their physician. The rep also contacted the hcp office, an x-ray was a possibility and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned and requested warranty info. No further complications were reported or anticipated.